Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in pt for endovascualr treatment of an abdominal aortic aneurysm in 2003. It was reported that the pt had small iliac arteries that were moderately tortuous and heavily calcified. It was reported that after deployment of the bifurcated device, the physician was unable to access the iliac artery because of severe stenosis in the vessel, and the device would not cross the stenosis. No pre-implant angiography was performed. The physician decided to convert the device to an aorto-uni-iliac system by placing a 28mm aortic cuff in the flow divider with a femoral-femoral crossover. There was good blood flow in both iliacs at the end of the procedure. No clinical sequelae were reported, and the pt is reported to be fine.